Manufacturer narrative:
H.6 investigation summary: material #: 368607. Lot/batch #: 2350553. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, customer found white foreign matter on the tip of the needle. No report of adverse or injury. The following information was provided by the initial reporter: defects: opened the outer packaging to find white foreign matter on the tip of the needle

Manufacturer narrative:
E1: initial reporter phone # : (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, customer found white foreign matter on the tip of the needle. No report of adverse or injury. The following information was provided by the initial reporter: defects: opened the outer packaging to find white foreign matter on the tip of the needle.